Event description:
It was reported that a deep fx resurfacing treatment resulted in "l" shaped marks on a pt's face. Add'l co2 resurfacing treatments planned to resolve texture.

Manufacturer narrative:
An eval of the deep rx scanner verified a device malfunction did not occur. It is possible to obtain an "l" shape treatment area, if laser is aborted during treatment pulse prior to cycle completion.